Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported via medwatch number mw5171434: describe event or problem: postpartum course was uncomplicated from an obstetric perspective although patient retained fragment of epidural catheter following removal by anesthesia. They're concerns for possible retained catheter fragment approximately 1 cm in length presumed to be retained subcutaneously. The patient, labor and delivery (l&d) nurses and supervising anesthesia attending were immediately informed. A decision was made to obtain a computed tomography (CT) scan of the lumbar spine to evaluate for retained catheter fragment.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.